Manufacturer narrative:
Initial.

Event description:
It was reported that during ilet setup the device repeatedly shut down at the rewind step, causing the screen to black out and the user to restart the setup, consistent with an unexpected shutdown associated with a seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with an insulation problem and an unexpected shutdown involving the seal component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.